Event description:
It was reported that an interlink catheter extension set cracked. This occurred during patient infusion with unknown antibiotics. The reporter stated that the component disconnected where the tubing meets the cap area. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). One device was received for evaluation against the reported condition of a leak. This device was visually inspected against the product specifications. The visual inspection confirmed the reported condition, noting a cut on the tubing below one of the y-sites. The cause of this cut is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Report source: product quality, safety & regulatory compliance. The sample is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.